Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the physician indicated he had difficulty approximately 3 times in one week with the tether breaking. Also, this had been occurring off and on in the past month and a half. No lot # of the device was given. The physician keeps the tether on the universa firm ureteral stent when placing in the patient and then uses the tether for correct positioning. The district manager indicated she was also notified of this same event occurring on monday, (B)(6) 2015. The stents remain placed with no harm to the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.